Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure intracardiac echocardiogram (ice) imaging confirmed there was no pre-existing pe. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal kit through a watchman trusteer access system (was) which was then advanced to the left atrium. Mid procedure, ice imaging access was lost so the vcc pigtail radiofrequency wire had to be advanced back into the left atrium. A 20mm watchman flx pro closure device and delivery system (wds) was advanced, then subsequently deployed and implanted in the laa after meeting release criteria. An ice imaging sweep was performed and noted there was not a pe at the end of the procedure. The procedure was concluded, and the patient was sent to the post operative area, where the patient began to have symptoms of hypotension and bradycardia. A stat transthoracic echocardiogram (tte) was performed and confirmed a pe was present, requiring a pericardiocentesis where 315ml of dull colored fluid was removed. A pericardial drain was left in place, and the patient was admitted to the intensive care unit (ICU).

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure intracardiac echocardiogram (ice) imaging confirmed there was no pre-existing pe. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal kit through a watchman trusteer access system (was) which was then advanced to the left atrium. Mid procedure, ice imaging access was lost so the vcc pigtail radiofrequency wire had to be advanced back into the left atrium. A 20mm watchman flx pro closure device and delivery system (wds) was advanced, then subsequently deployed and implanted in the laa after meeting release criteria. An ice imaging sweep was performed and noted there was not a pe at the end of the procedure. The procedure was concluded, and the patient was sent to the post operative area, where the patient began to have symptoms of hypotension and bradycardia. A stat transthoracic echocardiogram (tte) was performed and confirmed a pe was present, requiring a pericardiocentesis where 315ml of dull colored fluid was removed. A pericardial drain was left in place, and the patient was admitted to the intensive care unit (ICU).

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.